Event description:
The customer reported having problems with the front panel of the defibrillator.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.